Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached. The device was removed over a guide wire and a second proglide device was attempted with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The other proglide device referenced is being filed under a separate medwatch report number. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified;